Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The facility reported, "attempted to insert a 20 g 1.25 inch accucath into left lower cephalic vein. Unsuccessful x1. After activating the safety feature, the coil tip guidewire was examined. Coil of the guidewire was not present. Inspected the insertion site and a bump was noted at the site. It appeared to be the coil of the tip." More information requested but not provided.